Event description:
(B)(4) study. It was reported that a sub adventitial rupture occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification - iiib) and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. Target lesion #3 was an instent restenotic lesion (of unknown des) located in the mid right coronary artery (rca) with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. A 3.0 mm x 32 mm ion stent was deployed in rca reducing the lesion from 90% to less than 10%. Just proximal to this stent an advanced 3.5 mm x 12 mm apex balloon was deployed which caused subadventitial rupture which was than deployed with 3.0 mm x 8.00 mm ion stent reducing the lesion from 90% to less than 10%. Following post dilatation, residual stenosis was 9%. On the next day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).